Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. According to the product experience report there was no sample available for review. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, the results are inconclusive and determining a definite root cause and corrective action is not possible.

Event description:
During insertion of the catheter, impossible to irrigate the way. Catheter withdrawn.

Manufacturer narrative:
Sample is not available for return. A follow-up report will be submitted once investigation has been completed.

Event description:
During insertion of the catheter, impossible to irrigate the way. Catheter withdrawn.